Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that a pen needle 31gx5mm 14 pack was damaged and was unable to deliver medication during use. The following was reported by the initial reporter: "the needle cannot be rotated to the injection pen. If the needle is rotated hard, the liquid cannot come out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen needle 31gx5mm 14 pack was damaged and was unable to deliver medication during use. The following was reported by the initial reporter: "the needle cannot be rotated to the injection pen. If the needle is rotated hard, the liquid cannot come out".